Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was having persistent low flows despite receiving volume and being on inotrope drips. There was concern for pump malfunction or outflow graft twist. The patient was in the intensive care unit. The log files captured low flow events between (B)(6) 2022 and (B)(6) 2022. The pump speed and temperatures appeared to be normal. The patient was on high flow oxygen and mean arterial pressures on a-line were 65-75. The patient was on dobutamine and epinephrine and could not get flow up for 2.6 liters per minute. The computed tomography scan appeared patent but had a lot of streak artifact. There were low flows with any movement or change in position. The patient was awake and alert and move out of bed to the chair. On (B)(6) 2022 the pump speed was set at 5800 rotations per minute. The patient was dilated with hypertrophied left ventricle with severely reduced systolic function. The left ventricular assist device (lvad) inlet cannula was properly positioned and flow into it was normal. The lvad outlet was visualized and flows appeared to be normal. The patient was scheduled to receive a low flow software upgrade on both controllers.

Manufacturer narrative:
Manufacturer's investigation conclusion: although review of the submitted log files confirmed multiple low flow hazard alarms, the reported outflow graft obstruction could not be confirmed as no product was returned for evaluation and no images were submitted for analysis. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of gastrointestinal bleeding and elevated lactate dehydrogenase levels could not be conclusively established through this evaluation. The controller event log files contained data from (B)(6) 2022. Twenty-five transient low flow hazard alarms were captured throughout the files. The lvad periodic log files contained data from (B)(6) 2022. Calculated flow mean was captured at a stable range from the beginning of the files until 05oct2021 when the onset of a gradual decrease in flow was observed. A specific cause for the decrease in flow could not be conclusively determined through this evaluation; however, the account indicated that flow was restored after an outflow graft stenting procedure. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for mlp-015699 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and hemolysis adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. In regard to low flow software upgrades where the low flow threshold is reduced to 2.0 lpm, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient was off anticoagulants for a few days following gastrointestinal bleed with rising lactate dehydrogenase, that became stable. The log files showed 2 low flow events on (B)(6) 2022 following a controller exchange on (B)(6) 2022. The outflow graft was stented and flow was restored. The flow software was adjusted to 2.5l. Related manufacturer's report # 2916596-2022-10627.